Event description:
I received a new minimed 530g insulin pump from medtronic in the past 60 days. The device uses a continuous glucose monitoring device that automatically transmits blood test data to the medtronic insulin pump. The sensor installs on the body on the belly (inserts underneath skin). The insulin pump can be worn anywhere on body. Unfortunately, the sensor is unable to transmit even a couple feet if I am in an area with heavy wifi (at work) or cellular usage (next to a phone tower). I am unable to wear the device at work. I have worked at two different locations (two different businesses) and the device is not able to transmit strong enough signal at either of the two locations. The insulin pump also lost connection with the transmitter when I was at my son's baseball game ( the field was located within 300 feet of a cell tower). The insulin pump was less than 12 inches from the sensor when it lost connection to the transmitter at my son's baseball game. Medtronic needs to come up with a better transmitter and receiver device/technology. I am simply unable to use the sensors if at work or any location where there is a large amount of cellular traffic.